Manufacturer narrative:
The other applicable components are: product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp wasn't aware of any concern. The lead was removed by the time of the report. No cause was determined for the issues.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient thought that the leads had migrated due to their feeling stimulation in the tailbone. The patient was set to 1.5 on the left side at the time of the call. The caller also stated that the wire was dangling and the area under the dressing was tender with dried blood. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.